Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side pain and "liquid between fibrous capsule and elastomer." The device remains implanted.

Event description:
Healthcare professional reported right side pain and "liquid between fibrous capsule and elastomer." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs two devices, one device appears to be intact and the other device is rupture. No labeled the side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.